Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, the physician was unable to connect the atrial lead to device header. A new device was implanted successfully. The patient was in stable condition.